Manufacturer narrative:
The returned catheter had a partial tear at 56 cm from the tip. The tear was jagged. It is undetermined how or when the damage may have occurred. It is possible that the catheter may have been damaged when the needle was pushed through. The catheter met all specifications for tensile strength and ultimate elongation. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that the catheter leaked.